Event description:
It was reported that the patient was admitted for back pain on (B)(6) 2024 and during a computed topography (CT) of the patient's back, a possible extrinsic outflow graft obstruction (eogo) was incidentally found in the bend relief of their heartmate 3. There were no alarms, and the ventricular assist device (vad) equipment was functioning as it should; it was noted that no log files were obtained. There were no symptoms by the patient. The flow was 4.6lpm and the patient did not report any low flow alarms. An echocardiogram with ramp study was done on (B)(6) 2024. No outflow graft obstruction was confirmed, and no treatment or changes were made to their therapy or plan of care. They planned to monitor outpatient unless there was a change in condition which warranted further workup. They were discharged and stable.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: review of the submitted imaging showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with extrinsic outflow graft obstruction (eogo). A direct correlation between heartmate 3 left ventricular assist system (lvas), serial number (B)(6), and the reported events could not be conclusively determined through this evaluation. The submitted CT images were reviewed and showed cross sections of the outflow graft. The images showed evidence of a buildup of biodebris between the bend relief and the outflow graft, consistent with eogo. No outflow graft obstruction was confirmed, and no treatment or changes were made to their therapy or plan of care. They planned to monitor outpatient unless there was a change in condition which warranted further workup. The patient was discharged and stable. The patient remained ongoing on heartmate 3 lvas, serial number (B)(6), until they expired on (B)(6) 2024 (MFR # 2916596-2024-05026). The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system (lvas) instructions for use (IFU), rev. C is currently available. Section 1 of this document lists adverse events, including right heart failure, that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5 of the IFU, ¿surgical procedures¿, explains that moderate to severe aortic insufficiency must be corrected at the time of device implant. This section also states that if the aortic insufficiency is not addressed, the device will not be able to provide the intended flow. Section 5 of the IFU, ¿surgical procedures¿, outlines considerations for pump placement and provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5, under "attaching the sealed outflow graft to the pump," instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Section 5, under "preimplant procedures" and "implant procedures" cautions the user: "the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure" and "stretch the sealed outflow graft completely prior to measuring and cutting the graft to the appropriate length.". Section 6 "patient care and management" (under "right heart failure") discusses the potential development of right heart failure following implant and outlines the associated treatment options, including inotropes and right ventricular assist device (rvad) placement. Section 6 (under caution!) States: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the lvas due to reduced filling of the pump." No further information was provided. The manufacturer is closing the file on this event.